Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the objective prism cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the objective prism. In addition, our technician confirmed that the lcb distal cover glass cracked, the objective gluing missing, the remote control buttons cut, the electrical pin connector dirty, the ccd drive pcb defective, the operation channel (primary) kink, the suction channel kink, and the air/water socket chipped/cut o-ring; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.